Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a rhd negative result of a patient sample when tested with erytype s abd+rev.a1, b in tango optimo. The customer ran a retype check on a second sample and received a 2+ rhd positive reaction with seraclone anti-d blend in the immediate spin tube technique. The customer did return the supposedly defective product but not the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested the supposedly defective product returned by the customer as well as their retained sample of erytype s abd+rev.a1,b with different samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by a field service engineer with no indication for a malfunction. It is running within specifications.